Event description:
It was reported by the patient's mother that the patient had a generator replacement surgery that was occurring due to battery depletion of the generator. During the surgery, it was stated that the surgeon felt he might have broken the lead. The patient's mother then stated that the lead issue could have started before the replacement surgery since the patient had not been able to feel magnet stimulation in a while. The lead was replaced due to the possible high impedance issue. The explanting facility historically does not return explanted devices, so product return is not expected. No additional relevant information has been received to date.

Event description:
Further information was received from the physician that there was no trauma that had occurred for the patient before hand that could have led to the lead break. The surgeon also stated that he was not aware of any high impedance being observed during pre-op diagnostics. The cause of the lead break was stated to be that it "was kinked and cracked when we exposed/explanted it." It is unclear if the damage was observed upon exposing the lead or caused by the exposing of the lead. Further inquiry was done with the neurologist who stated that he had not heard about a report of the magnet not working for the patient from the patient or the mother.

Event description:
It was reported by the physician that he believed that the patient's leads were out of position and that the patient was not actually receiving stimulation. It was determined that this was a reference to the vns electrodes. Follow up with the surgeon revealed that the electrodes were found to be attached to the patient's vagus nerve in the expected manner at the replacement surgery. The surgeon stated that the cause of the lead failure was the crack in the lead near the generator.